Event description:
A review of service data detected a reportable problem. During servicing, the connector on battery sn (B)(4) was damaged. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery pack connector was physically damaged. The root cause for the could not be positively identified, but the damage likely resulted from the excessive force. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.